Event description:
A laparoscopic ob-gyn procedure was in progress when the lower (stationary)jaw of a laparoscopic needle holder broke off in the patient's abdominal cavity. The metal piece could not be located and an open surgical procedure was performed to retrieve it.